Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing site: raron - manufacturing date: april 23, 2010. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an instrument broke during a titanium elastic nail (ten) insertion procedure on (B)(6) 2016. The end of the inserter's handle reported broke as the surgeon was impacting the nail for insertion. An alternate device was readily available for use. The procedure was completed without delay or further incident. Concomitant device(s) reported: titanium elastic nail (part/lot: unknown / quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned inserter was examined upon receipt and the complaint condition was able to be confirmed as the devices rotating lever was found to be broken at the hole which aligns with the instruments cannulation; only half of the rotating lever was returned. Upon further examination it was determined that the device¿s chuck functioned as intended. No definitive root cause was able to be determined however the failure mode is typically associated damage due to attempted disassembly for sterilization (when occurring preoperatively) or as a result of errant hammer blows (when occurring intra-operatively). During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional check, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the inserter for titanium elastic nails (359.219) is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless steel elastic nails (sten). The inserter is also used in end cap insertion and removal. A review of the current design drawing and the drawing revision at the time of manufacture (april 2010) was performed: top level and rotating lever. During the investigation no discrepancies were observed that may have contributed to the complaint condition. The threaded cap was secured with loctite to retain the assembly because it is not designed to be disassembled. In a revision released october 2014, the rotating lever and threaded cap began to be welded together to further dissuade disassembly of the instrument and add strength. Review of the device history record showed that there were no material record reports, non-conformance reports or issues identified during the manufacture of the products that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.